Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device failed to discharge the selected energy and displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device was removed from service and tested at the customer's biomedical engineering department and the reported malfunction was not duplicated.